Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during the initial drain, while the hp was connected. During troubleshooting with the technical service representative (tsr), it was discovered that the patient line was not properly primed before connecting. The tsr had the hp close the transfer set, cycle the power on the hc device to clear the alarm, and turn off the hc device. The tsr explained the alarm and advised the hp to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.